Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician successfully deployed the distal flange in the intended location. While deploying the proximal flange, the physician pulled the distal flange out of its position in the cyst and the stent was fully deployed in the wall of the stomach. The stent was removed from the patient using forceps, and the axios puncture site was closed with a clips. The procedure was not completed due to technical trouble with the eus equipment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.